Manufacturer narrative:
Based on the available information, the device will not be returned. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported via medwatch #mw5182803: "drill bit used in a joint of the foot. After use and examination, it was noted that the tip of the drill was broken. Drill bit was left in bone as attempting to remove it could cause more damage". No further information is available.